Manufacturer narrative:
Qn#: (B)(4). The device history review for the et tube, hvt, 7.0 lot# 73c1900318 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the customer noticed that the cuff was leaking while patient was intubated and needed to make an exchange for another tube. There was no reported injury and patient condition reported as fine.